Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he hasn't been connecting the quick set release correctly and he was not receiving his insulin. Customer's blood glucose was over 600 mg/dl. Customer had symptoms of high blood glucose such as excessive thirst and urination. Customer has treated for his high blood glucose. Customer was assisted in performing the high pressure test and the test passed. Customer stated that he lost a sensor and was assisted with getting another one.